Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon cannot be specified. However based on the report of olympus korea and it said that the multiple evidences of physical stress on distal end of the subject device were found and the former similar case, omsc presumed that the reported phenomenon may have occurred due to user handling as follows; a) user applied excessive force to the distal end of the subject device when attaching / detaching the distal cover. B) user handled the subject device so as to shock the distal end such as hitting. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device. It was confirmed that the distal end of the subject device was broken and chipped. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it found the distal end of the subject device was cracked during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.